Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported during treatment for an internal neck thrombectomy, the first suction went well. However, an image showed that the second suction was abnormal. After the catheter was removed, its own weave wire was exposed from the inside. The physician immediately replaced the product and combined it with a thrombectomy stent to complete the procedure successfully. There was no patient injury reported. The patient is fine.

Manufacturer narrative:
The investigation of the returned sofia catheter found the lumen coil dislodged/delaminated from a section of the catheter at 113-115cm from the strain relief, which is consistent with the alleged product issue. The catheter was also returned kinked at 1cm, 52cm, and 57cm from the strain relief. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks and the dislodged coil, but this damage is consistent with the device experiencing forces exceeding the device's yield and tensile strength.